Manufacturer narrative:
Event date: (B)(6) 2016 no longer applies.

Event description:
Additional information received from a health care provider (hcp) reported at a refill procedure on (B)(6) 2016, the patient pump was interrogated. The pump contained hydromorphone with a concentration of 10 mg/ml at a dose of 7.491 mg/day. During the refill, the expected residual volume was 8.3 ml, and the actual residual volume removed was only a few drops with a max of 1 ml. It was requested by a nurse on (B)(6) 2016 from home infusion to do the pump refill under fluoroscopy because she was unable to access the port on 3 attempts. The nurse said the pump area was tight, and the patient had a history of edema and redness (not typical redness from infection, but more like ¿old burn¿). The patient also had a history of discrepancies in reservoir volume of 2-4 ml that had been reported by the home infusion. Another hcp had been treating that. The port was accessed with ease by the hcp. The pump was basically empty per the hcp. Due to possible overinfusion, the pump was filled with 40 ml of hydromorphone 10 mg/ml and decreased to minimum ra te mode. There was a pre-procedure diagnosis of mechanical complication of the implanted spinal catheter (possible obstruction or disconnection of catheters); however, the hcp also did a dye study and free flow cerebrospinal fluid (csf) aspirated. The catheter was functioning. The patient reported no signs of over-sedation, etc. The patient had vague symptoms of not feeling well. The surgeon was notified of the event and they were notified to contact the patient about exploring/replacing the pump. The hcp also notified a manufacturer representative that the pump would need to be sent for analysis when removed. The plan was to keep the scheduled appointment on (B)(6) 2016. The chief complaint was back pain going down the right lower extremity, low back pain, neck pain going down the left arm, right foot pain, and numbness over the left thigh. The patient rated her pain as a 7 on a scale from 1 to 10 using the visual analog scale (vas). At an office visit on (B)(6) 2016, the patient¿s pain level had worsened since the last visit. The pain was a 10 on a scale of 1 to 10. The patient described her quality of sleep as poor. She stated that medications were less effective. No side effects were reported. The patient stated she was feeling ill and that she was probably going through withdrawals due to her pain pump not working correctly, and her settings were decreased 2 days before when she had a pain pump study. The patient was experiencing moderate pain and was anxious. The patient did not show signs of intoxication or withdrawal. The patient was in an anxious mood when discussing pump replacement. The patient was going to continue with current medications. The patient reported adequate pain relief and increased function as result of her medication prescribed. The patient denied any adverse side effects as a result of taking medications. The patient¿s medications were refilled that day. A bolus was given and the pump was increased to a continuous dose (1.5 mg/day). At an office visit on (B)(6) 2016, the patient¿s pain level had worsened since the last visit. Her pain was a 9 on a scale of 1 to 10. The patient¿s pain pump had previously stopped working. The patient¿s level of sleep had stayed the same. The patient described her quality of sleep as fair. The patient denied any other symptoms other than pain. The patient stated the medications were not effective. No side effects reported. No medication abuse was suspected. The patient did not report any change in location of pain. The patient appeared to have moderate pain and be anxious. The patient did not show signs of intoxication or withdrawal. The patient would return in 2 months for re-assessment of pain. Patient medical history included hypertension, cancer, asthma, gastritis/ulcer, hysterectomy, lumbar fusion, physical therapy in 1996, disability (social history), anxiety, and depression. Patient allergies included codeine, morphine, and sulfa (sulfonamide antibiotics). Medications included hydromorphone, gabapentin, zofran, estradiol, xanax, hydrochlorothiazide, linzess, and fentanyl patch. In (B)(6) 2016, ¿uds positive for hcd¿. The patient¿s diagnosis/medical decision making included low back pain, cervicalgia, radiculopathy ¿ cervical region, chronic pain syndrome, other cervical disc degeneration ¿ mid-cervical region, other cervical disc degeneration ¿ cervicothoracic region, unspecified enthesopathy, nicotine dependence (cigarettes, uncomplicated), current long term drug therapy, and longer term (current) use of opiate analgesic. Upon inspection, the cervical spine revealed straightening of the spine with loss of normal cervical lordosis. Tenderness was noted on both sides of the paravertebral muscles. There was radiating pain into the left upper extremity. Upon inspection of the lumbar spine, there was a surgical scar. Paravertebral muscles had tenderness on both sides. The patient had limited range of motion. The range of motion was restricted, flexion 10 and extension 10, with radiating pain into the right lower extremity. On gastrointestinal inspection, the abdomen was protuberant with poor core muscle strength.

Event description:
Additional information was received from the representative. It was reported that the pump was explanted on (B)(6) 2016; refer to manufacturer¿s report 3004209178-2016-23938 for the event pertaining to the explant.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving dilaudid 10mg (dose unknown) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported that on (B)(6), the patient had a refill with a volume discrepancy. The pump was filled by home infusion services. The patient was put on minimum rate. Two days later, the patient presented to the clinic with withdrawal symptoms. The pump was read and increased on the(B)(6). Patient status was alive - no injury. It was unknown if the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that the results of the pump logs were the pump refill information. Actions taken to resolve the issue included titrating the pump back up following the withdrawal. The withdrawal symptoms had resolved. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.